Event description:
A healthcare professional reported that the system vacuum exceeded its limit in the left eye during lasik surgery. Procedure was aborted, surgeon repeated the vacuum check and completed on same day. There are multiple related reports for this same facility. This report addresses the patient (B)(6), left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the reported event confirms the reported issue. The treatment of the patient´s left eye was aborted by device during canal cut. Treatment was only thirty seven percent complete. The laser showed the info message: ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check.'' Once. The vacuum pumps were shut off. The user performed an vacuum and energy check and restarted the treatment. The treatment was finished without any problems. Review of the logfiles for the event day does not show any other relevant warning or error messages. The logfile shows ninety successfully performed treatments on the reported event date. Forty-seven further treatments were performed on this day after the reported error/warning message appeared. The root cause could not be identified during logfile review. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported issue could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).